Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force. The force sensor pins were intact at the time of evaluation. The pump was primed and exercised successfully with no alarms occurring.

Event description:
Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime warnings associated with zero force.